Manufacturer narrative:
Diagnostic log review found that there were sensor errors in the timeframe of testing (i.e., bubble response verification) during setup. When tubing is moved inside sensor but not removed completely (in an attempt to simulate a bubble) sensor errors may occur. Spectrum medical guidance for bubble response verification is to completely remove tubing from the flow sensor. The device was not faulty or malfunctioning.

Event description:
The user reported that the arterial occluder didn't clamp when buble detection was triggered despite the arterial occluder and the bubble detection being active.